Manufacturer narrative:
This is a supplemental report correcting the unique device identifier (UDI) information in section d4. Following the initial report submission, it was identified that the UDI information initially provided was incomplete, specifically missing the manufacture date and containing the package di number rather than the primary di number.

Event description:
A customer reported that during an emergency care procedure, using a gliderite single-use stylet - small, the stylet broke when the doctor attempted to remove it from the et tube. As a result, an unspecified duration of delay in treatment occurred. No use of a backup device or harm to the patient was reported.

Manufacturer narrative:
The subject gliderite single-use stylet - small used during the reported procedure was returned to verathon for evaluation in two pieces. A verathon technical service representative evaluated the returned stylet and confirmed the reported damage upon visual inspection. Verathon attempted to follow-up with the customer for additional information regarding the reported event and use of the device, including the model and size of the et tube used with the stylet. To date, no response has been received. Upon completion of verathon's device evaluation, the stylet was scrapped due to the stylet being a single-use device. Trending analysis for the gliderite single-use stylets does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Corrective action is not required at this time. Verathon will continue to monitor for trends.